Manufacturer narrative:
The device history record (DHR) for lot 632802 indicates that there were zero defects found in 300 visual samples and zero defects were found in 60 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued against the lot. The quality engineer reviewed the ram process for malfunctions that could cause the reported condition. There were no issues identified with the operation of the equipment during the review. There were two samples submitted with this complaint. One of the two syringes has a cracked barrel and failed the leak test. The other syringe did not have a cracked barrel and passed the leak test. The reported condition is confirmed. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage barrels. The exact root cause could not be specifically determined. All factors related to machine used to manufacture the product have a minimum probability to cause cracked barrel in the assembly process. However, based on historical data and on the returned samples testing results the factor that has the higher probability to cause cracked barrel in the process is a misalignment of the barrel loader. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lot met all defined acceptance criteria and was released. The exact root cause for the reported condition could not be specifically identified so a corresponding corrective action could not be taken. However, due to complaints for related issues from the field, corrective actions were taken to add troubleshooting guides to the ram operating procedure. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/4/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
According to the reporter, during pre operation, the device had cracks when opened from the protective sleeves. When it was tried to be injected, the medication leaked from the side.